Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the procedure was being performed in the itu. The consultant stated he and his colleagues experienced difficulties with the guide wire kinking when inserting the cvc into patients. This has occurred only with the 4-lumen cvc. The cvc's were eventually inserted into patients. It is not known how many times this occurred.